Event description:
While the resident was preparing to close the patient, one of the surgical instruments used during the procedure was being removed from the abdomen and a piece of the instrument chipped off inside of the patient. The surgical team was able to robotically remove a large portion of the chipped piece and an x-ray was performed. The x-ray did not show any retained pieces, the surgeon could not verify that all pieces were in fact removed. FDA safety report ID# (B)(4).